Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the he mixing plate was at the middle of the upper cylinder. Plunger was locked but the monomer pouch could not be emptied due to a wrong position of the mixing rod. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to an handling error. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.